Manufacturer narrative:
As part of the complaint investigation, a single reserve sample of lot 40071 was tested following sheffield test method (stm) 6001, total aerobic plate count by the quality control microbiology department. The specification for this analysis of microbial growth is no more than 500 colonies present. The result obtained showed less than ten colonies present when cultured. This result is consistent with the results of the filled product for lot 40071 tested prior to release of the finished product to market. A reserve sample was tested for physical attributes (organoleptics). The data show that the physical attributes are in specification and consistent with the filled product results recorded prior to the release of the finished product. The product is a thick, gritty, pink paste with an extremely faint mint taste and odor with no abnormalities. The complaint sample was not available for return to sheffield pharmaceuticals; therefore, it was not possible to include the complaint sample in the investigation. Based on the evidence gathered in this investigation, a root cause for the complaint issue could not be determined.

Event description:
Consumer complained that the equate super hold denture adhesive she used gave her a sore throat. She used the device once per day for one week. No medical attention was sought for the symptoms described. The suspect sample was not available for return to sheffield pharmaceuticals for investigation.